Event description:
An initial MDR regarding this case was filed 31-may-2023 (report number 3016798778-2023-00026). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. All pumps were not paired with remotes because the remotes were factory reset before being returned. Logs were pulled, showing the original pairing of each pump and remote system. Pumps utpm0010045, utpm0010046, utpm0010899, and utpm0010900 failed due to remodulin ingress. Pumps utpm0010045, utpm0010899, and utpm0010900 were successfully re-paired to their respective remotes without issue, and the systems functioned as expected in that they accurately alerted the user to empty cassettes and conditions resulting from ingress. Logs indicate that utpm0010046 did not alarm. However, logs show that the system was not out of communication for more than ten hours prior to the remote being factory reset by the patient during troubleshooting. By design, the remote would have alarmed after ten hours of not having communication established with the pump. No cassettes were returned, so the cause of the remodulin ingress in all four pumps cannot be determined. No further investigation into the reported failures is possible.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported that they could not get their pumps and remotes to pair. The patient then went to the hospital to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.